Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements higher than 2000 ohms. This rv lead was surgically abandoned, and another lead was successfully placed. No additional adverse patient effects were reported.